Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that the returned tasp exhibits signs of repeated use (nicked or gouged). The dovetail feature is flared & compressed and is fractured on the medial side of post. Not all pieces not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed in a zrm. It identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. The root cause could not be determined with the information available. This device is considered conforming due to its extended field life and unremarkable manufacturing records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown; 42517000303 - tibial articular surface provisional left size cd ¿ 63967404; 42517000505 - tibial articular surface provisional left size ef ¿ 63950192; 42517400410 - ps tibial articular surface provisional left size 3-5 cd ¿ 62386421; 42527000505 - tibial articular surface provisional right size ef ¿ 62442784; 42527000505 - tibial articular surface provisional right size ef ¿ 62710625. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02149, 0001822565 - 2019 - 02150, 0001822565 - 2019 - 02151, 0001822565 - 2019 - 02152, 0001822565 - 2019 - 02153.

Event description:
It was reported that the instrument fractured at an unknown time. All fractured pieces were returned. No known adverse event was reported. Attempts have been made and no further information has been provided.